Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 150 to 168 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Currently taking medication to manage diabetes . Back to back blood test performed during call fasting ((B)(6) 2015; 05:19pm) with results of 353 mg/dl and 303 mg/dl. Verified storage of test strips is within specification. Test strip lot manufacturer's expiration date is 09/30/2017 and open vial date is less than two months. Recall test results performed from meter memory (date/time not set correctly): memory 1: 158mg/dl (B)(6) 2014 09:56pm fasting: yes. Memory 2:175mg/dl (B)(6) 2014 09:58pm fasting: yes. Memory 3:62mg/dl (B)(6) 2015 11:27pm fasting: yes. Memory 4:178mg/dl (B)(6) 2014 05:39pm fasting: no. Memory 5:155mg/dl (B)(6) 2014 01:39am fasting: yes. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction. User had inaccurate reference.